Event description:
Patient's (pt's) guardian reports new pump (serial and expiration date not provided.) Is giving a lithium battery error. No missed dosed or adverse event(s) reported due to product issue. Return material sent for device associated with event. Availability for investigation dependent upon return by guardian on behalf of pt. Drug associated with pump: nexviazyme. No further information (info).